Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Age or date of birth - ni. Weight - ni. Expiration date - na. Date implanted - na. Date explanted - na.

Event description:
It is reported that the end of the t-handle fractured during surgery while the surgeon was opening the medullary canal.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). As returned, a subcomponent of the handle assembly was confirmed to be fractured. The tabs were fractured completely off and not returned. Review of device history records indicated that the devices were manufactured to specifications with no deviations or anomalies to the standard manufacturing processes. This device was used for treatment. The handle has a potential field age of approximately 2 years 9 months with an unknown usage history. An initial product history search was conducted and revealed no additional complaints against the related part and lot combination. The most likely cause of the fractured handle cannot be conclusively determined.